Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that accucath wire sheared in patient's arm. Vat nurse told me, "our new nurse went to thread the accucath catheter, wire thread fine, but met resistance with the catheter. She tried to safety, and when she pulled out device, the wire was gone." Additional information received 11/22/2023: it was reported patient required additional unnecessary treatment. Provider notified and sent to cvir for guidewire retrieval but no surgery. Event did not involve a life-threatening medical situation.